Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve, the patient developed a left ventricle perforation during tracking with the delivery system. The patient's blood pressure decreased and a cardiac massage was performed. A pericardial effusion developed, and a thoracotomy was performed and the patient's hemodynamics became stable by percutaneous cardiopulmonary support (pcps). As echo did not show tip of the delivery system, it was decided to withdraw the delivery system, valve, and esheath. The tavr procedure was aborted and an edwards surgical valve was implanted. The patient recovered and began rehab on post operative day 13. Per the operator, the event was related to the procedure, but not the device. It was commented that the left ventricle perforation occurred due to the guide wire.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and source of the cardiac perforation cannot be determined, it is possible the mechanisms of the tavr procedure (ds tracking) described above or patient factors not provided may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.